Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the right plunger and bottom cases cracked. Device was powered up and underwent power up self test and occlusion testing. Power supply board was not working as intended, confirming the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical medfusion syringe pump has a screen that flashes and power/battery leds blink when power is plugged in. Gives random error message. It was reported patient adverse effects and patient involvement is unknown.